Event description:
The pt reportedly experienced intermittent lock with her internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Surgery to explant the pt's internal device will be scheduled.